Event description:
The customer reported to olympus, that the evis exera iii xenon light source exhibited b30 communication errors. The event occurred at the beginning of an unknown diagnostic procedure and the procedure was completed using the same device. However, there was an approximately 15 minutes delay. The customer reported that the event started after a vendor was brought in to check the safety of the equipment and it was quickly determined that the individual unintentionally failed to reconnect a cable. However, the issue was quickly resolved by the facilities it department with support from olympus via phone. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Reproducibility of the phenomenon is unknown because the concerned device has not been returned from the facility. It was recommended to the facility to clean the scope and power off/on the device. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.